Event description:
Customer reported a failed display on the passport 2 monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and replaced the display assembly. Unit was calibrated and safety tested to factory's specifications.